Manufacturer narrative:
The reported event of difficulty to remove the lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding affect between the inside of the connector port and the silicone lead body surfaces of the lead. This made the removal of the lead difficult. The setscrew had no effect on lead removal since it was untightened and removed by the physician and the lead still could not be removed. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During the procedure, the setscrew of the patient's pacemaker had failed to be disconnected. The pacemaker was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.